Event description:
It was reported that the patient's blood glucose level (bg) rose to 25 mmol/l (450 mg/dl) while wearing the pod between 24 and 36 hours. Upon realization the patient's mother saw that the pod was reportedly not sticking well to the infusion site (buttocks), and the cannula was dislodged. Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined. The pod data showed no alarms, timeouts, or drive stalls that would indicate that there was an issue with insulin delivery. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event. During fluid path testing, a dull needle was observed indicating an inadequate hard cannula.